Event description:
This lv lead was implanted on (B)(6) 2017 and explanted on (B)(6) 2018. In a product experience report received on 08/21/2018 this lead was explanted due to patient indication syncope with high risk characteristics, heart failure and other failure to capture. The physician was dr. (B)(6) at (B)(6) health in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).